Event description:
Unresolved type I endoleak. The contralateral pull wire caught on the superior hooks and was freed with the use of an 8f catheter, as per the IFU. The final angiogram demonstrated a type I superior endoleak. It remained unresolved after 2 additional balloonings. The physician expects the leak to resolve after heparin is stopped, and will observe the patient.